Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Concomitant medical products: 694765, lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, oversensing, abnormal/rising impedance, impedance spike, and was possibly fractured . The physician suspected the noise was due to a rv lead rupture. The physician also indicated the right atrial (ra) lead showed increased pacing thresholds, impedance spike, varying impedance. Atrial oversensing and noise were also observed on the stored episodes, where some oversensing was due to far field r-wave (ffrw). The ra lead was also noted to possibly be ruptured. It was noted by the physician during the revision procedure that the main extrathoracic subclavian vein was occluded by the three chronic leads. The rv and ra lead were capped, abandoned, and replaced. No patient complications have been reported as a result of this event.